Event description:
Patient correspondence: patient submitted maude report (5042938) stating the following: "I'm a female, fell backwards from pulling object that gave way, landing on garage floor, shattering hip on (B)(6) 2005. Had total hip replacement with depuy articul/eze femoral head ref (B)(4). Immediately after surgery developed groin, thigh and hip pain, had to use cane to walk, pain with walking and weight bearing, hip would lock up when trying to stand, skin was hot to the touch on side of hip replaced. Knew there had to be inflammation in hip. Became anemic, but doctors couldn't find where blood loss was coming from. Did everything doctor said to do, rehab at least 3 times, had steroid shots and was told it was all in my head by doctor. Anemia worsened, went to blood specialist, who suspected myeloma. Went to another hip doctor who replaced hip in 2014. Diagnosed with smoldering myeloma. Feel like the myeloma has developed from a bad hip replacement product that was installed and never worked properly."

Manufacturer narrative:
Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update rec'd 09/28/2015 and 10/02/2015 - the patient's medical records were received. Medical records were reviewed for MDR reportability. According to the medical records, the patient was revised to address pain in their hip. Upon revision eburnated bone and osteophytes were encountered. At this time there is no new information that would change the existing MDR decision. The complaint was updated on: 10/26/2015.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.